Manufacturer narrative:
Previously reported: the manufacturer received information alleging a "low tidal volume and low minute ventilation" alarm condition occurred. A family states the patients spo2 decreased so they performed manual ventilation. The patient was transported to the hospital by ambulance. The family states that there was a possibility that airflow stopped during the time of the event. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. New information: evaluation. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not confirmed. The error log was reviewed and there was no occurrence record of an error indicating a device failure. The event log and waveform data at the time of the reported event shows that the device was providing airflow. The device passed all performance test, and it has been determined that there is no abnormality in the device.

Event description:
The manufacturer received information alleging a "low tidal volume and low minute ventilation" alarm condition occurred. A family states the patients spo2 decreased so they performed manual ventilation. The patient was transported to the hospital by ambulance. The family states that there was a possibility that airflow stopped during the time of the event. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.